Event description:
The patient called lfs alleging that the one touch basic enhanced meter was reading inaccurately low. The readings were 4 mg/dl and 0 mg/dl on the reported meter. The time frame between the readings was unknown. The patient reported symptoms of feeling nervous and weak with a headache at the time of the occurrence. The patient contacted a medical professional for advice and was instructed to drink juice and then retest blood sugar in 30 minutes. The customer service representative was unable to complete trouble shooting since the control solution was expired and there was not a check strip available. The test strips have not expired and are in good condition. It is unlikely that the patient would have obtained these readings since with such low blood glucose values one is expected to have severe hypoglycemic symptoms and altered consiousness. Based on the information supplied by the patient, there is indication that the test strips malfunctioned. The patient neither alleged harm nor experienced injury. The strips and meter were replaced and return was requested.